Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that increased right atrial (ra) impedance measurements were detected on the latitude home monitoring system. To date, no adverse patient effects were reported with this clinical observation.